Event description:
It was reported that a capital equipment issue occurred, resulting in an aborted procedure. A ce ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the image could not be shown, and it was noticed that the motor was rusty. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that a capital equipment issue occurred, resulting in an aborted procedure. A ce ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the image could not be shown, and it was noticed that the motor was rusty. The procedure was not completed due to this event. No patient complications were reported. It was further reported that only the imaging procedure was cancelled. The patient was under local anesthesia and the planned treatment was completed normally.